Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to replace safety valve and run vent on test lung to verify repair. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had a vent inoperable condition and the device stopped cycling. The ventilator was not in use on a patient at the time the event occurred.